Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, resulting in peritonitis. The breach in aseptic technique was not further identified. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with injection amikacin (125mg; route, frequency, and duration not reported), injection fortum (1.5g; route, frequency, and duration not reported), and intraperitoneal vancomycin (1g; frequency and duration not reported) for peritonitis. Pd therapy remained ongoing. The patient's recovery status and outcome of the event were unknown. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.